Manufacturer narrative:
The 14f split cath was returned for evaluation. Prior to decontamination both luers were checked and a secure fit into the extension tubing was verified. Visual inspection confirms the complaint as flushing through either luer results in a leak from the syringe connection. While flushing, water can be seen circulating around the threaded portion of the syringe/luer connection. A dark stain was noted on the proximal end of both luers. Under magnification stains are noted within a gouge on the luer. A supplier investigation request was issued to the contract manufacturer. The contract manufacturer evaluated the returned device. The deformations in both luers were evaluated under 10x magnification. Their investigation revealed the luers that are assembled in both extensions present deformation in the top plain circumference where the thread is; the deformations present discoloration and have embedded strands, similar to the affect exposure to a high temperature would have on the components. Also, deformations appear to have been caused by a tool, such as hemostats, to force the area. A review of the manufacture records for the lot number reported revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. During the device assembly process, the operator inspects the assembly for damage, alignment, proper insertion, damage in the extension like marks, cracks or opened pieces caused by the extension expansion. A 100% leak test is performed as a last step in the manufacturing process. This test would detect any damage such as holes, rupture, tears and/or small pin holes that could cause a leak if it existed at the time of manufacture. The report indicated the device was implanted one day prior to identification of the failure. If the failure was present, it would have been detected when the catheter was prepped for insertion or when the device was flushed and locked with an anticoagulant at the end of the insertion procedure. While the complaint condition is confirmed, it cannot be determined when or how the issue occurred but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Air entrance on both of branch (arterial and venous lines) of the catheter with leakage at the extremity of the catheter (crimp area).

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device to be returned to be evaluated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.